Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that the impella cp was placed on a patient for left ventricle support. During cp support it was noted of some oozing at site. The site was redressed and preclose tightened. Pedal pulses were present however heparin was discontinued. Additionally, it was reported that the focus was to resolve gastrointestinal bleed. The patient remained on support for a total of 103.15 hours and was successfully weaned and explanted

Manufacturer narrative:
H6: updated codes for type of investigation, investigation findings, and investigation conclusions. H11: updated based on the results of the investigation. Investigation summary: major bleed: the cause of the injury was not determined since product was not returned and insufficient clinical details provided. Device history review: the pump s/n: (B)(6) passed all the post sterile inspection checks.